Manufacturer narrative:
This device used for treatment and not diagnosis. Exact date product returned is unknown. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Event description:
Facility reported to (B)(4) service and repair: during surgery the drill / burr attachments for shafts malfunctioned, (05.001.123), was loose collar on the inside, and the burr attachment for pen drive,(05.001.045), locked up. Event caused a 20 minute delay. No harm to patient. This complaint is on the drill/burr attachment for pen drive. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
The returned device was evaluated and confirmed the complaint narrative of the short burr attachment locked up. The ball bearings inside the cone were damaged from normal use over time.